Event description:
The customer called to report that the insulin pump alarmed during normal use. The customer then stated that the insulin pump had a blank display when she went to bolus. Troubleshooting was performed and the insulin pump screen was still blank. The customer reported a blood glucose reading of 200 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.